Event description:
It was reported that there were high thresholds. It was noted that the patient recently had an ablation procedure done. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.